Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with a missing end cap sticker. The pump also had a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked reservoir tube window, broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after possibly being exposed to rain. Blood glucose level at the time of the incident was 88 mg/dl. The customer was unsure as to whether or not she wanted the device replaced at the time of the call, and advised that she would call back. The insulin pump was not replaced or returned for analysis.